Event description:
The customer reported that they were unable to test on their one touch basic meter due to a "cta" (clean test area) message. Pt reports visiting their doctor due to being "very, very tired, extreme thirst, frequent urination." Their blood glucose at the doctor's office was 411 mg/dl. Although pt was not treated, their oral medications were increased. Pt's meter was replaced.